Event description:
It was reported that the ventilator generated an alarm for an open safety valve while used on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been finalized. The review of the returned device logs shows that there were no technical alarms, or any other alarms generated at the reported date of event. According to the technical log, the device seems to have been unused since (B)(6) 2016. However at (B)(6) 2018, a numerous of different alarms were generated. Alarms indicating, power errors and expiration flow meter error. The device was investigated by our fse (field service engineer), the expiratory pc board was replaced and after successful tests the ventilator was sent back to clinical service. Our visual inspection of the returned expiratory pc board revealed presence of moisture/corrosion/liquid spill. The expiratory pc board was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The root cause to the reported event is due to the liquid damage found on the returned pc board. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).